Manufacturer narrative:
Other relevant device(s) are: product ID: 9735670, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that the navigation system would not connect to the camera cart even when booted up while connected to each other. Medtronic representative traced cabling and discovered the ethernet power cable was not screwed down fully at the rear of the positioning sensor unit (psu) and that resolved the issue. There was no patient present when the issue occurred.